Event description:
In 2007, the lay-user/reporter contacted lifescan(lfs) on behalf of the lay-user/pt alleging the one touch ultra2 meter is giving inaccurate high readings. A week later, this medical affairs specialist contacted the reporter to obtain/clarify more info. The pt stated that he started obtaining the alleged inaccurate high meter readings of "230 and 240 mg/dl" thirteen days prior to original date. The pt could not specify whether he needed medical intervention or whether he took any action in regards to diabetes treatment at the time of concern. Four days later, around dinnertime, the reporter admitted that she felt that her father did not have enough to eat that night. At around bedtime at 8:30 or 9 pm, the pt obtained some allegedly inaccurate readings that were above "152 mg/dl." The pt was asymptomatic at this time. Based the alleged elevated readings; the pt increased her insulin to 2 units of regular insulin before going to bed. The next day in the morning, the pt woke up with symptoms suggestive of hypoglycemia." Could not talk, disoriented, and shaking." The pt self-administered food/beverage and the symptoms abated. The reporter could not provide any blood glucose results that may or may not have been taken during his alleged hypoglycemic episode. The pt was not tested on any other meter. According to the reporter, she felt that the hypoglycemic episode could be due to the following reasons: due to pt's poor vision, he may have given himself more than 2 units of insulin 2. The pt did not eat enough the night prior to the alleged hypoglycemic episode. During troubleshooting, the cca verified that the pt was using the correct unit of measurement, the punctured area was cleaned correctly, and the testing technique was correct. This complaint is being reported because the pt took insulin based on an alleged inaccurate high meter results that may have lead to the pt's alleged hypoglycemic episode. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.